Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were unable to be confirmed since no applicable imagery was provided. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on the limited available information provided, a definitive root cause was unable to be determined at this time. Available information suggests that procedural factors (leaflet motion restricted in patient) likely contributed to the central regurgitation. As per the event description 26mm sapien 3 ultra valve implanted in pulmonary position by right transjugular approach within a 21mm homograf and an intracardiac echo was performed showing a non function leaflet. In this case, patient had restricted leaflet, which could lead to suboptimal leaflet coaptation resulting in central regurgitation the cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received and updated engineering evaluation findings. Sections: b5, g3, g6, h2, h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were unable to be confirmed since no applicable imagery was provided. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. As per follow up the valve was deployed with and additional 2ml volume over nominal. Deploying the valve with more volume than prescribe may cause damage to the leaflet, inhibiting the leaflet from proper coaptation, and subsequently resulting in leaflet motion restriction in patient. Available information suggests that procedural factors (leaflet motion restricted in patient, over-inflation) likely contributed to the central regurgitation. As per the event description 26mm sapien 3 ultra valve implanted in pulmonary position by right transjugular approach within a 21mm homograf and an intracardiac echo was performed showing a non-function leaflet and per follow up the valve was deployed with and additional 2ml volume over nominal. In this case, patient had restricted leaflet, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. Additionally deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information: the valve was deployed with +2ml.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26mm sapien 3 ultra valve in pulmonary position by right trans jugular approach within a 21mm homograft. The main pulmonary and left pulmonary artery was stented. Immediately following deployment, patient hemodynamics showed a pulmonary pressure trace suggesting a severe pulmonary regurgitation with equilibrium between diastolic pa and rv pressures. Severe central regurgitation was confirmed on angiography. An intracardiac echo was performed showing a non-function leaflet. It was decided to post dilate the valve with a 30mm non edwards balloon to enable the leaflet function, but this had no impact. Post dilation sizing showed a diameter of 27mm, so decision was made to implant a 29mm sapien 3 valve. After this valve in valve, there was no pulmonary regurgitation or residual gradient. The patient was noted as to be intubated and returned to the ward.

Manufacturer narrative:
Investigation is underway.